Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump displayed cartridge alarm 20, and caller confirmed issue did not occur during cartridge load process and had been previously reported with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, and technical support arranged pump replacement, with no additional outcome details reported.